Event description:
103 fever, vomiting. Possibly due to use of advanced medical optics complete moisture plus multi-purpose solution - according to instructions -?? Lot ab03398, sep 2008 ??? - 2x12 fl oz. Box -. No ophthalmological conditions - yet -. Dose or amount: prescribed, frequency: daily, route: ophthalmic. Dates of use: one month in 2007. Diagnosis: soft contact lens use.